Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer was unable to perform the battery calibration. There was no reported patient involvement.